Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Medical product: gts standard fmrl stem size 0, catalog #: ps129g00, lot #: j6549101. Medical product: g7 hi-wall e1 liner 36mm f, catalog #: 010000936, lot #: 6804773. Medical product: g7 pps ltd acet shell 54f, catalog #: 010000664, lot #: 6721122. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon was unable to separate the biolox head from the stem. The patient was saturated, medicated, and placed in the supine position. Subsequently, the surgeon decided to change the head, because it could not suit/fit with the length of the limbs. He tried to remove the head but the whole stem came out. It was not possible to separate the head and the stem. Biolox head and gts stem got stuck together. Therefore, both products (head and stem) explanted. The procedure was finished using another head and stem. The surgery was extended by 15 minutes, no patient adverse consequences have been reported.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Products have been returned to biomet UK ltd for evaluation and forwarded to the complaints processing unit for investigation. It has been reported that it was implanted gts stem and biolox head. The patient is saturated, medicated, and placed in the supine position. The surgeon decides to change the head because it does not suit/fit with the length of the limbs. He tried to remove the head but the whole stem comes out. It was not possible to separate the head and the stem. Biolox head and gts stem get stuck together. So they explanted both products. The procedure was finished using another head and stem. The surgery was extended by 15 minutes; no patient adverse consequences have been reported. This event did occur during surgery. The instrument qty x 1 of item 650-0837 / lot. 2020031367 was returned for review. A visual examination of the delta ceramic head 036/0mm 12/14 has identified that there are several marks where the head has been impacted during the attempts to remove it from the stem, no chips or cracks are evident. A dimensional check has been carried out on the delta ceramic head 12/14 taper and it was found to be conforming to drawing specifications. No root cause can be identified as the complaint has not been confirmed, following review and measurement of the returned implant there is no dimensional nonconformities therefore the implant is conforming to specification. A review of the complaints database shows that we have received no reported events for separation problem for the same item number 650-0837 prior to the reported event. Risk assessment: risk category: head detaches from femoral stem . Harm: no patient user, or other stakeholder harm. The severity associated with the above line is 1 this gives a severity score of 1 (no patient user, or other stakeholder harm). The actual severity score is in line with the risk file. Occurrence assessment: september 2017 to september 2020: 313929 items sold the given period. Similar complaints identified: 1 (including initiating complaint). Risk score: severity 1 x occurrence 1 = 1 (low risk). Risk management file ceramic heads documents the estimated residual risk associated with the reported event. The severity of the reported event and calculated occurrence for similar complaints are in line with the risk file. The overall score is low risk no corrective/preventive actions are deemed necessary at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the surgeon was unable to separate the biolox head from the stem. The patient was saturated, medicated, and placed in the supine position. Subsequently, the surgeon decided to change the head, because it could not suit/fit with the length of the limbs. He tried to remove the head but the whole stem came out. It was not possible to separate the head and the stem. Biolox head and gts stem got stuck together. Therefore, both products (head and stem) explanted. The procedure was finished using another head and stem. The surgery was extended by 15 minutes, no patient adverse consequences have been reported.